Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should additional information become available, a follow-up MDR will be submitted.

Event description:
The technical service representative (tsr) had the caregiver (cg) twist the spike and the cg stated that the spike was not pushed in all the way. The home patient (hp) went back to fill and the fill volume was increasing. There was no patient injury or medical intervention indicated at the time of the initial report.